Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air supply and water delivery nozzle and powdery foreign material adhered to the surface of tip cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. As a result of component analysis, we found that the foreign material was a mixture of silicic acid and organic silicone (antifoam agent, etc.). Results of comparative analysis, we confirmed that it was most likely gascon drop used at the facility, and it was not cleash. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. No physical damage was confirmed at the place where the foreign material remained. Olympus could not conclusively specify the root cause of the suggested event the legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. The instructions for use states the inspection method associated with the event in5.5 manually cleaning the endoscope and accessories, clean the external surfaces¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.